Event description:
Post successful delivery of the patient's baby and recovery period the nurse went to remove the epidural catheter per protocol. During the removal of the catheter it fractured leaving behind approximately 6cm of the catheter in the patient. FDA safety report ID# (B)(4).